Event description:
Device returned for repair. Upon receipt, tip of device was found to be broken off and missing. Hosp contact was unaware of any pt or surgical involvement. However, because hosp cannot answer as to how and when the device became broken or as to the location of the missing piece, co is taking the conservative approach and is filing.